Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise oversensing which were recorded by the device as non-sustained ventricular tachycardia events. The field representative reported that the noise events lasted about three seconds. Boston scientific technical services (ts) was consulted and discussed getting an x-ray to determine if there was any lead damage. The rv automatic gain control feature sensitivity was decreased. Additional information received indicates that the physician plans to increase the frequency of scheduled follow-ups but will not perform a lead revision due to the risk involved. This crt-d remains in service. No adverse patient effects were reported.